Event description:
It was reported that "when removed from box, a white film was noticed on the inside of the hole of the head, where the trunnion would go. Had to use a -2.5 instead of the -5 as intended."

Manufacturer narrative:
Additional information has been requested and if available, it will be submitted in the supplemental report.